Event description:
Reporter indicated that vns pt "got ahold" of the device through the skin and twisted it. It is not known at this time what caused the pt to manipulate the device. The entire ncp system was replaced. No anomalies were detected via external visual inspection and the device met electrical test specifications. Analysis of the returned lead was also performed. No discontinuities were identified on the portion of the lead assembly that was returned. The condition of the lead was consistent with conditions that exist, after the explant procedure.